Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "dirt" was found on the needle precisionglide 16x1-1/2in before use. The following information was provided by the initial reporter, translated from portuguese to english: "customer reported that observed dirt on the needle."

Manufacturer narrative:
H.6. Investigation summary : a DHR was performed, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe foreign matter ¿ dirt. This occurrence is related to a contamination during production process caused by personnel failure during the packaging line clearance. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that "dirt" was found on the needle precisionglide 16x1-1/2in before use. The following information was provided by the initial reporter, translated from portuguese to english: "customer reported that observed dirt on the needle."